Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ insyte autoguard 24ga leaked blood. The following information was provided by the initial reporter: material #unknown - batch #unknown. It was reported that a drop of blood was coming from the side of the catheter. Email verbatim: 24 piv catheter used for insertion into patient r foot. Blood return positive. When advancing catheter rn met resistance. When pulling needle out noticed drop of blood was coming from side of catheter as if it was punctured. No patient harm, catheter and needle removed and fully intact. Drop of blood noted on side of catheter so unable to use piv. 24 g bd insyte autoguard.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ insyte autoguard 24ga leaked blood. The following information was provided by the initial reporter: material #unknown - batch #unknown. It was reported that a drop of blood was coming from the side of the catheter. Email verbatim: 24 piv catheter used for insertion into patient r foot. Blood return positive. When advancing catheter rn met resistance. When pulling needle out noticed drop of blood was coming from side of catheter as if it was punctured. No patient harm, catheter and needle removed and fully intact. Drop of blood noted on side of catheter so unable to use piv. 24 g bd insyte autoguard.